Event description:
The pt tripped and fell in a parking lot the week of 2009. Since the fall, the pt had lost effective coverage in her lower back and had painful stimulation in her right flank when the simulator was turned up. An x-ray the following month, showed the lead had moved from the t 9 to t 10 level. Reprogramming was attempted; they were unable to program to get appropriate coverage for the pt. The lead was replaced. Following the replacement the pt was getting great coverage. The pt recovered without sequela.